Event description:
It was reported that after discharge from a medical facility, the caregiver disconnected the infusion set tubing and performed a meal announcement to test the ilet pump, then replaced all infusion supplies and confirmed drops during a fill tubing procedure; subsequently the patient¿s blood glucose was 396 mg/dl while using a teflon inset with 23-inch tubing and 6 mm cannula. Symptoms included no reported clinical symptoms despite hyperglycemia. Outcomes included no medical intervention beyond remote troubleshooting and education. Investigation included remote assessment and user guidance on correct fill tubing procedures when disconnected from the body. Investigation of this case revealed user technique error related to announcing a meal while not eating and testing delivery while disconnected, with no device malfunction observed during priming when drops were seen. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause of hyperglycemia unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.